Event description:
It was reported the patient had problems coupling their recharger with their device. It was stated the patient needed to charge their device for 12 hours just to maintain a charge. It was also reported the signal coupling had zero bars. Coupling with the device using a second recharger was attempted unsuccessfully and resulted in zero coupling bars. The implant depth during the implant was reported to be 1.5 cm or less. It was reported they planned to have x-rays taken to ensure the device had not flipped. No patient symptoms or injuries were reported that related to this event. The patient's status was reported as alive with no injury or adverse event. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was now pregnant and would not be undergoing any revision surgery anytime soon. The reporter stated that a healthcare provider avoided discussing whether it was the orientation of the device causing the difficulty with charging. It was reported that they had decided not to proceed with any further interventions until the child was safely delivered.

Event description:
Additional information received that the patient was unable to achieve better charge coupling with the third recharge. It was noted that an x-ray was performed, which indicated that the patient¿s device appeared to be ¿rotated and facing inwards.¿ it was noted the health care professional (hcp) had been made aware of the x-rays and was scheduled to review and decide how to proceed. It was further noted surgery was anticipated to correct the orientation, but no date had been scheduled as of the date of this report. It was noted the patient had ¿always¿ received effective therapy but ¿had to charge for a very long time¿ to maintain power in the device. It was noted the problem remained unresolved. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).